Event description:
It was reported that the customer was admitted to the hosp for high blood glucose with ketones and no diabetic ketoacidosis. The dr performed troubleshooting. However, the dr feels that the pump is just not working properly.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.